Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: the unit was returned with a non-olympus cable. The user's report of "it is not taking a picture" was confirmed. An intermittent horizontal streak was noted in the image due to faulty ccd. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported demonstration of a hd autoclavable camera head, the image did not appear. There was no patient impact related to this event.

Manufacturer narrative:
This report is being submitted to report investigation findings. Colonovideoscope the device history record (DHR) for this device has been reviewed and it was confirmed there were no abnormalities in manufacturing. The instructions for use shipped with the device provides the user with the following information related to the reported event: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Conclusions the definitive root cause could not be identified. Probable causes include. 1) the image was lost because of the aging deterioration of the device. 2) image noise occurred because the cable failed due to unexpected stress due to handling by the user.